Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.. Based on this investigation performed, bd was unable to confirm the customer¿s indicated failure mode. However, bd has initiated further investigation relating to the issue of poor barrier separation through a corrective and preventive action (CAPA) 373360. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that contamination of red blood cells are occurring after use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: (2 of 2 complaints). I've been isolating pbmcs from covid-19 patients using the bd cpt tubes, but I've notice a good bit of rbc contamination in many of the samples. I went through the online troubleshooting guide and did not identify any changes that we could make to improve the purity. It seems as if a good number of rbcs don't make it under the gel separating layer during the spin, and are included with the pbmcs after I wash above the gel layer. The samples are not hemolyzed. Additionally, on 2020-06-11 the bd sales consultant provided the following additional information: there is on average 4 hours between draw time and first spin. We invert the tubes several times after receiving the samples. Centrifugation conditions are 1800rcf at room temp for 20 minutes. I don't think I'll be able to get you a picture bc we're working in a bsl2* environment and aren't allowed to take out phones. But essentially there's a coating of rbcs present atop the gel layer in a good portion of the samples. I am a newer user of this product. I only began processing these samples in late on (B)(6). I've used ficoll gradients in the past for pbmc isolation. Per our r&d, this sounds like normal performance for this tube. Cpt has slightly higher rbc content in the mnc layer compared to manual ficoll hypaque methods because some of the cells get trapped at the gel surface. Based on this information, I do not think there is anything I can suggest that will improve this. Also keep in mind that our instructions for use stipulate that the specimens should be centrifuged within 2 hours of collection. While 4 hours isn't a drastic delay, generally speaking, the longer the customer waits to centrifuge, the more likely rbc contamination will occur.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that contamination of red blood cells are occurring after use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: (2 of 2 complaints) I've been isolating pbmcs from covid-19 patients using the bd cpt tubes, but I've notice a good bit of rbc contamination in many of the samples. I went through the online troubleshooting guide and did not identify any changes that we could make to improve the purity. It seems as if a good number of rbcs don't make it under the gel separating layer during the spin, and are included with the pbmcs after I wash above the gel layer. The samples are not hemolyzed. Additionally, on 2020-06-11 the bd sales consultant provided the following additional information: there is on average 4 hours between draw time and first spin. We invert the tubes several times after receiving the samples. Centrifugation conditions are 1800rcf at room temp for 20 minutes. I don't think I'll be able to get you a picture bc we're working in a bsl2* environment and aren't allowed to take out phones... But essentially there's a coating of rbcs present atop the gel layer in a good portion of the samples. I am a newer user of this product, I only began processing these samples in late (B)(6). I've used ficoll gradients in the past for pbmc isolation. Per our r&d, this sounds like normal performance for this tube. Cpt has slightly higher rbc content in the mnc layer compared to manual ficoll hypaque methods because some of the cells get trapped at the gel surface. Based on this information, I do not think there is anything I can suggest that will improve this. Also keep in mind that our instructions for use stipulate that the specimens should be centrifuged within 2 hours of collection. While 4 hours isn¿t a drastic delay, generally speaking, the longer the customer waits to centrifuge, the more likely rbc contamination will occur.